Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation procedure, the atrial lead when hooked up and sewn down exhibited loss of sensing and low pacing impedance as indicated by patient system analyzer (psa). The lead was retested yielding the same results. New atrial lead was implanted successfully. Patient was stable post procedure. Post implant follow-up noted that the lead impedances, sensing and capture thresholds were stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.